Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 200-03-32 - one peg patella 32mm: 2059831, 200-04-21 - cemented finned tib. Tra sz 2f/1t: 1201540, 200-21-09 - cr tibial insert sz 1, 9mm: 1060171, 230-03-01 - optetrak asy,cr cemented femoral, sz 1,: 1822659.

Event description:
As reported, the patient stated they underwent left knee replacement surgery approximately 14 years ago and is currently suffering from severe pain. They noted that their doctor has indicated that neither repair nor removal of the knee replacement is possible. Additionally, the patient mentioned that steroid injections are not an option due to the plastic of the knee replacement, leaving them without any relief solutions at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.